Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: black box review reveals no activity outside normal use observed, 1 hour basal delivery interruption is observed on (B)(4) 2013 as a result of loss of prime. The total daily dose added up correctly and reveal the user's programmed basal rates target. The pump powers up and pairs with a test meter successfully. The unit was exercised for 24 hours, no alarms occurred during testing. The pump passed 29h flow accuracy test, and it was found to be able to deliver truthfully. Pump¿s cover was removed, no evidence of moisture ingress was found. Force sensor circuit and pcb were inspected for intermittent condition, none was found. There was no defect found.

Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose down to 2.7 mmol/l with irritability and moderate trembling; the patient reported self treating the blood glucose with oral carbohydrate. The patient reported feeling that the low blood glucose may have been associated with a massage prior to the event. The pump was reviewed and confirmed that all of the pump settings were programmed appropriately. The patient was advised to follow up with a health care provider related to the possible need for settings adjustments. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.